Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer's blood glucose level was 300 mg/dl. The customer continued to use the pump for insulin therapy.